Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Suspected cause was the customer did not not have their weight correctly entered into their settings. Tandem technical support provided education on entering this into their settings so pump software can preform accurately. Customer address their bg with drinking juice. Customer continued to use the pump for insulin therapy.